Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin.net transmission indicated an anomalous battery voltage reading. A subsequent follow-up session is planned to re-evaluate the battery voltage. No patient symptoms were reported.